Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lots (h10k09072, h10j13076) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The root cause was use error - poor aseptic technique. The current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 3 of 4 for this incidence of peritonitis. As patient discards supplies after each use a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Event description:
On (B)(6) 2011 baxter contacted the patient regarding an unrelated alarm. The patient stated that he had been in the hospital for an infection due to peritoneal dialysis. During a follow up call to the peritoneal dialysis (pd) rn on (B)(6) 2011, she reported that the patient had peritonitis in (B)(6) 2011 (exact dates unavailable). She also reported that on unknown dates that patient was hospitalized for this peritonitis and treated with unknown antibiotics. She stated that pd cultures, gram stain and wbc were done, but the results were unavailable. She stated that the peritonitis was related to the patient's technique during set up for therapy, and not to any baxter solution or device. She reports that the patient is no longer on pd therapy. On an unknown date the patient started hemodialysis. She stated that she was not comfortable disclosing any further information about the patient. No further follow up will be done as no further information is available.